Event description:
It was reported that a spectrum pump had system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed and reproduced while running a loaded set. The issue was determined to have been caused by a seized motor. The failed motor assembly was replaced.